Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The ias displayed "error initializing collimator" error on bootup. The rep reviewed error logs and found the y collimator was not homing. The rep performed visual inspection and found loose motor/encoder cable to the y blade motor. The rep reseated the connector and tested. The rep forced the motion controller to rehome 10 times without issue. The rep rebooted the system eight times and it fully booted each time without issue. The system was upgraded to 4.2 without issue. A system checkout was performed and the system was fully functional. Codes b01, c07, and d02 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when booting up the system in the morning the representative got an error initializing collimator message. Several reboots were attempted and the issue did not resolve.